Manufacturer narrative:
(B)(4). Batch # m93f2h. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the blade fall into the patient? Yes. If yes: how was the blade retrieved? With a grasper. Is the blade being returned with the device? No they lost it.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the blade fall into the patient? If yes: how was the blade retrieved? Is the blade being returned with the device?

Event description:
It was reported that during a laparoscopic procedure, the active blade broke. Unknown how case was completed. There were no adverse consequences for the patient.